Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. No button error alarm. Pump passed displacement test, operating currents, off no power, self test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Unit was monitored during testing no high pitch beeping. Unit inspected c13 lcd board no puncturing through the isolation tape and no heating up during monitored. Unit received cracked case display window corner. Pump received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 207 mg/dl. Troubleshooting was performed. The device was returned for analysis.